Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump. The blood glucose level was unknown. Customer stated that critical pump error image was display on the screen. Customer also stated that there was a hairline crack in between the clip towards where the battery goes but it rounds over. The product will return for the analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and a broken force sensor was detected during seating or regular delivery was present in the insulin pump trace download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with cracked battery tube area. Device received with corrosion on all electronic assemblies and moisture damage on motor assembly.